Event description:
New information received noted that patient was asymptomatic when they presented to the clinic for a follow-up. It was also reported that the device was reprogrammed accordingly, and that patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with their implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. No intervention was reported. No patient symptoms, or condition after the event were reported.